Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with preoperative diagnosis of neck pain and degenerative disk disease with intermittent radiculopathy c5-c6 ,c6-c7. Patient underwent following procedures: smith-robinson anterior cervical discectomy, excision of posterior longitudinal ligament, wide neural foraminotomy c5-6 and c6-7. Smith-robinson anterior cervical interbody fusion with rhbmp-2/acs, autograft, prp matrix,c5-6 and c6-7. Implantation of interbody cage fixation,c5-6 and c6-c7. Anterior titanium plate and screw fixation,c5 to c7. Per operative report: "the bony endplates were copiously irrigated and then the appropriate sized 6 or 7 mm cages were brought in field, packed with rhbmp-2/acs which had been prepared per the manufacturer's specification on collagen sponge, packed into the cages and the cages placed under compression and distraction into the disk space. Further bmp sponge was placed about the cages and copious irrigation was done. No complications noted throughout the procedure with ssep and mep monitoring with no change to endpoint." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.